Event description:
Caller states the patient tested 4.0 inr on the coaguchek xs plus system and 2.64 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Boston scientific crm received info that this right ventricular (rv) lead dislodged four days post implant. The dislodgement was caught before the pt had left the hospital. A temporary pacing wire was utilized due to the pt having a slow rate. A lead revision was performed, where this lead was successfully repositioned. Other than the procedure, no adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this report will be updated.